Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after the lead went through the introducer and passing the subclavia, it was observed that the helix was extended. The physician reports that extending did nothing to extend the helix. The physician did not trust the mechanism. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, the distal electrode of the lead with the mcrd (monolithic controlled release device) that contains the steroid was torn. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix stretched and bent and the mcrd torn and party was missing/ damaged during the implant.